Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20 stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Distal-struts were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed 20mm x 2.75mm, target lesson was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.75 x 20 synergy stent balloon expandable was advanced but failed to cross lesion and the stent struts was lifted on the distal end. The procedure was completed with another of same device. There were no patient complications reported and the patient is stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm x 2.75mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 2.75x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion in the distal end of the lcx and it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.